Manufacturer narrative:
Summary of analysis: the lead was within specs. The complaint that the lead exhibited poor handling cannot be verified.

Event description:
The reporter indicated the physician was not pleased with the handling characteristics of the lead and was unable to position the lead.